Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The physician noted the lead came apart during removal and there was some bleeding from the subclavian artery which subsided upon removal of the lead.